Event description:
Fill volume: 550ml. Flow rate: 10 ml/hr. Procedure: patellar repositioning. Cathplace: right groin for a femoral nerve block. It was reported by an anesthesiologist that the pt's saf onq pump delivered in over 24 hours (too fast). On (B)(6) 2014, the infusion with the onq pump began for a continuous femoral block. The key on the saf dial was removed after the infusion started and the flow rate was never changed. The following day, the infusion ended as the pump was completely empty. Following the incident, the pt was stable and had no signs or symptoms of toxicity. No medical intervention was given.

Manufacturer narrative:
Method: the device was returned for analysis. A review of the device history record (DHR) was conducted for the lot number reported. Results: at this time, the eval is still in progress. Results will be provided once completed. Per the DHR review there were no reworks, special conditions, or related non-conformance reports (ncrs) for this reported lot number. The lot met the specifications at release. Conclusions: once the investigation and device analysis are completed, a f/u report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.